Event description:
It was reported that the patient's underlying rhythm was sinus bradycardia. It was noted that the implantable cardioverter defibrillator (ICD) could not be programmed to magnetic resonance imaging (MRI) safe mode due to the criteria required by the software. MRI settings were not available for programming (the MRI menu option was greyed out/disabled). The MRI scan procedure was aborted. The right ventricular (rv) lead was noted to have high capture thresholds and higher than normal pacing impedance though within limits. It was believed that the high impedance observed on the rv lead was leading to the software not allowing the ICD to be programmed to MRI safe mode. No changes were made. The rv lead was just being monitored. The patient was stable before, during, and after the event.